Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple electric shocks due to a possible atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode and therapy was exhausted multiple times. The device remains in service. No additional adverse patient effects were reported.